Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a splenic artery aneurysm using a pod coil and a non-penumbra microcatheter. It was noted that the patient anatomy was tortuous. During the procedure, while the physician attempted to insert a pod coil into the microcatheter, the pusher assembly of the pod coil bent; therefore, the pod coil was removed. The procedure was completed using additional ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.